Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that customer experienced a low blood glucose (bg) level of 19-20 mg/dl. Reportedly, the suspected cause of bg was that the customer was sick with the flu. The continuous glucose monitoring (cgm) system was in the middle of a routine 2 hour warmup period so customer was not actively receiving cgm readings, and therefore the control-iq technology was not active at the time of the event. Customer required assistance to resolve bg. They had supper, were given cherry-flavored glucose toothpaste, gluco-gel, and taken to the emergency room (ER). At the ER, customer was treated with d-50, IV drip with glucose, and insulin by injection. Customer was released from from ER after 13 hours with no permanent damage. Issue had occurred in the past and therefore no pump troubleshooting could be performed. Customer technical support performed a pump system check and confirmed pump is functioning as intended.